Manufacturer narrative:
B3 date of event: we completed a good faith effort to obtain the information, but the response indicates that it is not available. The first date of the month of the aware date was selected. E1 initial address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was advanced for fistulaplasty procedure. However, the balloon would not inflate because it ruptured during the initial dilation at 8 atmospheres. The device was normally pulled out from the patient, and the procedure was completed using an alternate method. There were no patient complications as a result of this event, and the patient current condition is normal.

Manufacturer narrative:
E1 initial address 1: (B)(6). Investigation results: device evaluated by MFR: the pcb 2cm device was returned to our post market quality assurance laboratory. The device was received with the balloon protector still on the balloon. A visual examination identified that the balloon was tightly folded. The rated burst pressure for this device is 10 atmospheres as per pcb 2cm specification. The returned device was attached to an inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 12mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the pcb 2cm device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was advanced for fistulaplasty procedure. However, the balloon would not inflate because it ruptured during the initial dilation at 8 atmospheres. The device was normally pulled out from the patient, and the procedure was completed using an alternate method. There were no patient complications as a result of this event, and the patient current condition is normal.

Manufacturer narrative:
E1 initial address 1: (B)(6). Updates made to supplemental report. B1 adverse event/product problem: blank to product problem. B3 date of event: 03/01/2025 to 03/02/2025.

Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was advanced for fistulaplasty procedure. However, the balloon would not inflate because it ruptured during the initial dilation at 8 atmospheres. The device was normally pulled out from the patient, and the procedure was completed using an alternate method. There were no patient complications as a result of this event, and the patient current condition is normal.